Event description:
It was reported that the external pulse generator's (epg) knob was broken and the unit was non-functional. There was no patient invo lvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) knob was broken and no n-functional. It was determined at analysis that the epg failed the incoming test as the menu dial was not working due to a broken upper case around the menu encoder. It was noted that the menu control knob was missing. It was further noted that the keypad surface was scratched. The epg was returned unrepaired to the customer as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.